Event description:
Pt with gnr bacteremia. This is another potential serratia marcescens bacteremia associated with a heparin flush manufactured by sierra lot # 070926h. Serratia marcescens growing from microbiology culture of heparin flush fluid from this lot.